Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report that on (B)(6) 2012, the patient obtained elevated blood glucose readings, specific results not provided, and he experienced the symptom of vomiting. On (B)(6) 2012, the patient was taken to and admitted to the hospital with a diagnosis of dka. The patient was treated intravenously with fluids and insulin. The reporter noted that the pump was removed in the emergency room, and it was discovered there was blood in the infusion set cannula. The patient's mother noted, the patient was put back on insulin pump therapy, however, his blood glucose levels rose again to 500 mg/dl. The reported pump was not available at the time of the call, therefore, no troubleshooting could be performed. The technical support representative contacted the patient and reporter to obtain and verify information, however, was unable to reach them by telephone. The patient's status, blood glucose levels, insulin doses, and meals taken prior to this event were not known. The patient's technique may have been incorrect, as evidenced by blood in the infusion set cannula. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump and was admitted to the hospital in dka, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.